Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 7/21/2014 - medical records received. Patient revised to address pain. Upon revision, posterior subluxation of the hip was noted. There is no new additional information that would affect the investigation. This complaint was updated on: 07/28/2014.

Event description:
Patient is seeking legal action. No additional information is available.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - patient is seeking legal action. No additional information is available. Doi: (B)(6) 2006 dor: none scheduled at this time. (Left side). Patient is a resident of (B)(6). Update der rcvd 21 may 2014 - updated dor, patient demographics, surgeon and hospital.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.